Manufacturer narrative:
Date inaccurate, only the month and year are valid.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy, post-laminectomy pain and spinal pain. It was reported that the patient was charging too often. That morning the patient had their device charged up to the 50% quartile and it took the patient 2.5 hours to charge before it reached 75% full- before, the patient indicated it would normally take 1 hour per quartile and it is now taking 2 hours per quartile. The patient had not switched to a new group and they had not increased parameters recently. Therapy impedance was measured at 853 ohms. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (B)(4) 2018. It was reported that technical services determined that according to the patient¿s recharge logs, he was recharging appropriately for the age of the ins. No further actions were taken. It was recommended that the patient not wait as long between recharge sessions, which the patient agreed to adjust. The patient¿s weight was unknown. No further complications were reported/anticipated.